Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 09nov2017, a patient (pt) from (B)(6) reported experiencing ¿a wound in both eyes on my cornea¿ while wearing contact lenses. Pt reported presenting to an eye care provider (ecp) and was advised ¿they informed me that the lens does not have the curvature of my eye.¿ pt reported experiencing redness, burning sensation, itchiness, pain, and tired eyes ou while wearing acuvue oasys contact lenses and not being able to open both eyes at the end of the day. Pt reported the symptoms started on (B)(6) 2017. Pt reported the od is ¿covered¿ and the os is infected. Pt presented to an ecp who ¿confirmed the lenses hurt the cornea.¿ regencel cream to be applied on the bottom of eye qid, and hyabak eye drops q1 hour x 10 days were prescribed. Pt was advised to return for a follow up on (B)(6) 2017. Pt has discontinued contact lens wear and is currently wearing glasses. Pt reported this was the first time wearing acuvue oasys lenses and was not fit in the lenses with the ecp. The suspect lenses are available for return. On 09nov2017, the pt was contacted and additional information provided: pt reported presenting to an ecp on (B)(6) 2017 with pain, photophobia, and redness in both eyes. Pt reported ou is currently experiencing photophobia, feels foreign body sensation when blinking, eyes tearing. Pt reported the od is not ¿covered¿ any longer. Pt reported being diagnosed with keratitis ou and was not sure if it was an ¿infection or inflammation.¿ pt was prescribed regencel ou, qid x 10 days. Pt reported not sleeping in lenses, changes them every 12 days and does not wear lenses every day. On 10nov2017, the pt¿s ecp confirmed the pt was prescribed regencel q8 hours x 10 days and hyabak as needed. Pt also sent a copy of the prescription and a doctor¿s note from the ecp providing additional information: rx dated (B)(6) 2017, regencel cream, apply to lower lid ou tid x 10 days. Hyabak gtts, 1 gtt every hour for 10 days. Pt presented to ecp on (B)(6) 2017 ¿presenting corneal neovascularization in the left eye due to the use of gelatinous contact lenses. The occurrence is due to poor corneal oxygenation caused by contact lenses. Patient is being treated and contraindicated the use of contact lenses." Multiple attempts were made to the ecp for additional information. No additional information has been received. On 24nov2017, the event was sent to our professional affairs medical associate in (B)(6) for review. The (B)(6) medical associate recommended the event be reported as a worst case event. This event will be reported as a worst-case event; unable to confirm the pt¿s diagnosis with the treating ecp. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003362 was produced under normal conditions. One opened contact lens case which contained a lens was received for lot number l003362. The parameters of the opened lens were measured and a visual inspection performed. An edge tear and a surface tear were observed on the opened lens. The lens meets company standards for base curve, power, center thickness, and diameter. This report is for the pt¿s left eye. The report for the pt¿s right eye will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.